Event description:
It was reported that the patient with this implantable cardioverter defibrillator received eight inappropriate anti-tachycardia pacing and six inappropriate shocks due to what appears to be a sinus driven arrhythmia. Boston scientific technical services reviewed the report. The therapy available for the episode was exhausted. This device remains in service and no additional adverse patient effects were reported.